Event description:
It was reported by the rep the device was used during a laparoscopic abdominoperineal resection. It was reported the anvil of the ecs29 broke off into the pt. No further info available at this time.